Manufacturer narrative:
Pharmacovigilance comments: the serious events of swelling, inflammation and infection at the implant site and the non-serious events of erythema, pain/tenderness, and warmth were considered expected and possibly related to the treatment. Medical intervention with hyularonidase was reported to be administered to prevent permanent damage; other interventions included needle aspiration that did not yield fluid or material, corticosteroid injection, oral steroid taper, oral cephalexin and clindamycin antibiotic therapy and ceftirizine. All of the reported events are consistent with infection and inflammation; with the medical intervention the swelling significantly improved and the events resolved. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: the reported lot number was valid. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154).

Event description:
This case was initially assessed as non-serious/non-reportable, however with the follow up information received on 07-jun-2018 the case was upgraded to serious/reportable. Case (B)(4) is a spontaneous report received on 30-apr-2018, with additional information received on 02-may-2018 and 07-jun-2018, from a registered nurse (rn) which refers to a female (B)(6). Medical history included seasonal allergies, (B)(6), penicillin allergy and pdo threads. Concomitant treatment included: zyrtec [cetirizine hydrochloride] for allergies. Previously had received restylane-l in 2008 and 2009 around the mouth and lips, belotero in the tear troughs on (B)(6) 2017, and restylane silk in the cheeks on (B)(6) 2015. On (B)(6) 2018, the patient received treatment with 2 ml of restylane lyft (lot 15661) to the lateral cheeks with a 25g 1 1/2 inch needle and blunt tip cannula. One entry point was made on each cheek. One (1) day later, on (B)(6) 2018, the patient experienced swelling and generalized facial edema(implant site swelling). On (B)(6) 2018, the patient was placed on cephalexin[cefalexin] 500 mg bid, and on (B)(6) 2018 they were started on prednisone[prednisone] taper 10 mg until (B)(6) 2018 and zyrtec 10 mg bid. Six (6) days later, on (B)(6) 2018, the patient experienced pain (implant site pain) and inflammation (implant site inflammation) in the bilateral cheek area. On (B)(6) 2018 the patient was placed on clindamycin [clindamycin hydrochloride] 300 mg qd. Eight (8) days later, on (B)(6) 2018, the patient experienced her cheeks becoming warm to the touch (implant site warmth). Sixteen (16) days later, on (B)(6) 2018, the patient experienced an infection (implant site infection) flare up, swelling, redness (implant site erythema) and tenderness localized at the right cheek, and was again placed on cephalexin, prednisone and clindamycin. Treatment for the adverse event included the following: hylenex[hyaluronidase] injection 4 ml on (B)(6) 2018 and 1.7 ml on (B)(6) 2018. The right cheek was also aspirated with an 18g needle on (B)(6) 2018, however nothing was removed. Outcome at the time of the report: swelling and generalized facial edema was recovered/resolved. Pain, tenderness was recovered/resolved. Inflammation was recovered/resolved. Warm to the touch was recovered/resolved. Infection was recovered/resolved. Redness was recovered/resolved. Tracking list: v1 (B)(6) 2018: skin type, medical history, allergies, previous filler treatments updated. Suspect product amount, needle type, technique updated. Events added. Onset date and treatment of aes updated. Outcome updated.